Event description:
Medics were attempting to monitor the heart-rhythm of a patient in cardiac arrest, but the device would only display a dashed baseline signal. The device was attached to the patient using an ECG patient cable and monitoring electrodes, as well as multi-function electrodes. Regardless of the monitoring lead selected though, the device would not display the patient's heart-rhythm. The medics disconnected this device from the patient and obtained another device and connected it to the existing electrodes already on the patient. The medics continued to provide therapy and were able to acquire the patient's heart-rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.